Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported "they believe they might have the lymphoma that the textured implants are causing," "pain," "lumps," and "swollen lymph nodes. Patient also reported ¿they often have a low t-cell count," and "they have literally gotten more sick as the year goes on"; these are not device related. Device remains implanted. This record is for the right side.

Event description:
Patient reported "they believe they might have the lymphoma that the textured implants are causing," "pain," "lumps," and "swollen lymph nodes. Patient also reported ¿they often have a low t-cell count," and "they have literally gotten more sick as the year goes on"; these are no t device related. Device remains implanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a.2, d.4, g.1, h.4, h.6.

Event description:
Patient reported right side "they believe they might have the lymphoma that the textured implants are causing", "pain", "lumps," and "swollen lymph nodes". Patient additionally reported "shortness of breath¿, ¿vomiting¿, ¿positive d dimer blood test which is a sense of cancer¿, ¿ruptured 410 textured breast implants¿. Patient reported via regulatory agency capsular contracture baker grade unknown and seroma. Patient additionally reported, "I also have ruptured 410 textured breast implants". Patient reported I have painful swollen breasts with fluid on both breasts over the amount of 50cc's. I have lymphadenopathy on 3 sites. The following events are not device related; patient also states that they are throwing up, "I've had progressively worsening symptoms of possible alcl, I had shortness of breath and vomiting, went to ER, I have a positive d dimer blood test which is a sense of cancer". Patient also reported ¿they often have a low t-cell count," and "they have literally gotten more sick as the year goes on". Patient also reported the events of vomiting's and weight loss are not considered device related.

Manufacturer narrative:
The events of capsular contracture, seroma, lymphadenopathy are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient additionally reported, "I also have ruptured 410 textured breast implants." "I've had progressively worsening symptoms of possible alcl, I had shortness of breath and vomiting, went to ER, I have a positive d dimer blood test which is a sense of cancer;" these events are not device related.

Manufacturer narrative:
In response to FDA report number: mw5094029. Additional, changed, and/or corrected data: b.5, b.7, d.6, e.4, g.3, h.2, h.6.

Event description:
Patient reported I have painful swollen breasts with fluid on both breasts over the amount of 50cc's. I have lymphadenopathy on 3 sites. Patient also states that they are throwing up but that is deemed not device related.